Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Event description:
It was reported a patient's insertable cardiac monitor (icm) presented with a bluetooth anomaly. No changes were reported. There were no patient consequences.